Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a keypad anomaly and a button error alarm. The customer had taken a walk and the buttons were facing the skin. The customer's blood glucose level was 157 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, but the customer declined to return the product.